Event description:
Reporter alleged she has been hospitalized and treated on four separate occasions, due to a staff infection because she reused old softclix plus lancets. No other actions were reported taken or treatment received. A requests was made for the return of the suspect device. Reporter does not have any of the lancets used, and so no product will be returned for evaluation.